Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Sensing integrity counts went up to 274 (within 69 days) along with evidence of oversensing. Analysis of the device memory indicated an electrical reset. Power on reset (por) occurred on (B)(6) 2016. Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrhythmia therapy. Confirmed unexpected shocks. Analysis of the device memory indicated an issue with wireless telemetry. Confirmed telemetry c was unavailable.

Event description:
It was reported that the device had two power on reset (por) during a procedure while using electro-surgery. Due to the electromagnetic interference from the electro-surgery, the patient's device gave inappropriate therapy. The device also cannot use wireless telemetry anymore. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.